Event description:
Customer's wife reported meter results of 250 mg/dl, 140 mg/dl, and 95 mg/dl within 10 minutes on the compact plus system. Customer's wife reported no symptoms, did not treat or act on result. No adverse event reported. A request was made for the return of the system, replacement was sent.

Manufacturer narrative:
.